Manufacturer narrative:
Based on the available information and the differences in the results for chloride and potassium, a pre-analytical issue was the most probable root cause. The provided calibration and qc data confirmed good performance of the analyzer and exclude a calibration related issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported a doctor contacted them to say the ise indirect na, k, ci for gen.2 sodium results for six patients seemed elevated. The customer provided data for 14 patient samples. Of which only the results for eight were discrepant. The customer repeated samples 751 and 393 on (B)(6) 2017. The customer repeated all other samples on (B)(6) 2017 on another analyzer. Refer to the attachment to the medwatch for all patient data. The repeat results were believed to be correct. The patients were not adversely affected as the doctor did not believe the results. The electrode lot number and expiration date were requested but were not provided. The field service representative said after speaking with several techs, the customer felt the event occurred in conjunction with a very low ise diluent volume during reagent changeover. He adjusted the ise reagent probe and ran calibration, qc, and precision testing. Patient samples tested on the analyzer compared well with other analyzers.